Event description:
The affiliate reported: (B)(4). During the procedure of refill, the response data of the subsequent refills were too close each other. No patient adverse consequences have been reported.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
The complaint could not be confirmed based on the information provided in the transaction logs and from the absence of the device as it is still implanted and reported as working as intended. The evaluation of the logs provided did not identify any root causes for the problem reported by the customer. If additional transaction logs are provided in the future the complaint will be re-opened for investigation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Complaint sample not returned.

Event description:
Additional information received explained that the refill needed was after three days instead of the ten days. It was also reported that the patient is feeling well and according to the physician the pump is now flowing as expected.